Manufacturer narrative:
It is not possible to determine the cause of the event without an eval of the device. Add'l info will be submitted if the device is received and the quality investigation is completed.

Event description:
It was reported that a sagittal saw attachment was overheated during performance testing. The event occurred during a routine field service maintenance visit; no adverse event was associated with the device.